Manufacturer narrative:
(B)(6).

Event description:
Synergy china registry. It was reported that unstable angina pectoris occurred. In (B)(6) 2020, the subject presented with unstable angina and was referred for cardiac catheterization. The target lesion was located in the mid left circumflex (lcx) artery with 99% stenosis and was 17 mm long, with a reference vessel diameter of 2.75 mm. The target lesion was treated with pre-dilatation and placement of a 2.75 mm x 20 mm synergy stent system. Following post-dilatation, the residual stenosis was noted to be 0%. Four days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2020, the subject was diagnosed with unstable angina pectoris and was hospitalized on the same day for further evaluation and treatment. Medication was given to treat the event. Six days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2021, the event was considered to be recovered and resolved.